Event description:
It was reported that the patient experienced muscle stimulation in all configurations due to the left ventricular (lv) lead. The lv lead was capped. No further patient complications have been reported as a result of this event.